Event description:
Caller reportedly received the following results on a roche meter, compared to a professional meter, within 10 minutes: 325 mg/dl (advantage) and 160 mg/dl (nurse's meter). No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips; however, customer's son discarded the strips. Replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.